Event description:
On (B)(6) 2013, animas received notification on (B)(6) 2013 that the patient was very sick and was throwing up. The patient reportedly tried using syringes to give himself insulin to correct the blood glucose (bg). There were no reported bg values. Animas made several attempts to contact the patient and have been unsuccessful. There was no additional information in regards to this complaint. This complaint is being reported due to the patient experiencing a hypoglycemic event. It was unclear what lead up to the patient's reported event or if there was a pump involvement.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.